Event description:
It is reported that the package contained 4 screw hole plugs and no dome hole plug. The cup was implanted without the dome hole pump.

Manufacturer narrative:
This report will be amended when our investigation is complete.